Manufacturer narrative:
(B)(4). Device evaluation summary: a labeled winding former with a detached needle and an un-dispensed suture of product code z340 was received for evaluation. The needle was not sent. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks that appear to be by use of a surgical instrument could be observed, the suture end was examined and there isn¿t enough impression at the swage end, resulting in the needle pull off defect. No defects were noted along of strand and no additional test were performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off suture needle, suggest a light swage, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture when closing the surgical wound. There were no adverse consequences to the patient. No additional information was provided.